Event description:
It was reported the adaptor electrode going to the stimulator was damaged during battery replacement. The adaptor was replaced. There were no signs or symptoms reported. Additional information reported the event was procedure related and the event was noted as resolved without sequelae.

Event description:
Additional information received reported diagnostic methods included a surgical observation on (B)(6) 2014. Etiology was reported as surgery/anesthesia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the replacement of the implantable neurostimulator (ins) was due to normal battery depletion. It was noted that during explant the ins cable was damaged on the adapter and therefore explanted as well.

Event description:
Additional information received clarified the contact points in the adaptor were damaged.

Manufacturer narrative:
Completed as serious injury in error and no serious injury was reported as part of the event.